Manufacturer narrative:
The insulin pump was received with cracked: case at the display window corners, battery tube threads, reservoir tube, and belt clip slot. The reservoir tube lip was broken and the display window had minor scratches.

Event description:
Customer reported via phone call, the opening of the reservoir chamber on the insulin pump started to chip away. Now the reservoir is not locking into place in the insulin pump. The customer's didn't recall her blood glucose level or how the damage occurred on the device. She was advised to discontinue use of the device, revert to back up plan, and the device needed to be returned. Customer agreed to return the device for analysis.